Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the casters were worn, and the brake cable slipped off of the bearings. The technician installed new bearings and brake casters to repair the bed.